Event description:
It was reported that the atrial lead had an apparent fracture. The lead had high impedance and was oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID d154awg implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2008. (B)(4).